Manufacturer narrative:
The other adverse events issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before implanting the device, using the waa during the incident, implanting the device in an off-label location, implanting the stimulator too close to the targeted nerve, and device migration have been ruled out as potential causes of the reported issue. However, the clinician did not have proper patient positioning during the procedure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the csf leak is due to incorrect surgical technique as the clinician did not have the patient in a proper position during the procedure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The clinical representative reported an implant procedure was aborted due to a cerebrospinal fluid (csf) leak. The patient did not require additional medical intervention and they are doing well. No further issues have been reported and the patient is planning to reschedule the implant procedure.